Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not allow the customer to deliver a bolus. Review of the pump data logs verified that the customer entered a value of 10 into the blood glucose (bg) section of the bolus menu. Tandem technical support advised the customer that a value of 10 (mg/dl) can not be entered as a bg. Tandem technical support assisted the customer with successfully entering the bg level of 227 mg/dl and delivered a bolus successfully.